Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the surgery of repair of ruptured left achilles tendon, the tip of anchor's head and suture loop was broken. The device was received and evaluated. The anchor is assembled into the tip of the driver. The sutures are broken, and the tips are frayed. The anchor is broken from its tip. According to the visual inspection result, this complaint can be confirmed. The possible root cause for the reported condition can be attributed to the levering during the insertion which may have caused the break on the anchor's tip and sutures; besides, the incorrect instrumentation for bone hole preparation. However, this cannot be conclusively confirmed. A manufacturing record evaluation was performed for the finished device [6l43421] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was placed in long term hold. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported that during the surgery of repair of ruptured left achilles tendon, the tip of anchor's head and suture loop was broken. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Additional information reported by the affiliate reported the broken anchor was not left in the patient and all pieces were removed. It was also reported the same bone hole was used for the new anchor and further medical intervention is not required.